Manufacturer narrative:
Clarification was received that indicated that the product involved was the transfer set. The suspect product is no longer the cassette.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed with the naked eye. Sample did not meet specification for the reported issue. Particulate matter inside the fluid path on one photo was identified during visual inspection. Inspection determined that the particle was a piece of a green frangible. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of blue plastic was noted in the tube of a homechoice cassette. The piece of plastic was in the tube that connects the patient to the homechoice. The homechoice alarmed and the patient complete dialysis with the plastic in the tube. There was no patient injury or medical intervention associated with this event. No additional information is available.